Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare later reported "calcified" and "dark brown fluid".

Manufacturer narrative:
Clarification to d6a implant date: partial implant date was provided as "1997" and "27 years ago". Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed more than three openings assessed as fold flaw opening and delamination on the diaphragm valve assessed as adhesive failure. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Calcification: observed. Seroma -late: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease, device appearance and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, b6, d9, h3, h6, h11.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Healthcare professional later reported deflation discovered intraoperatively. Healthcare professional later reported left side "calcified" and "dark brown fluid". Device has been explanted and replaced. Total capsulectomy was performed.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture, baker grade IV and deflation.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV. Healthcare professional, later reported, deflation. Discovered intraoperatively. Device has been explanted.